Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Approximately 1 week post procedure patient suffered  restenosis of subclavian vein. Patient received av fistula duplex at follow-up appointment which noted evidence of stenosis. The patient then underwent angioplasty, with indications listed as pulsatile and high pressures. During the procedure, severe stenosis was found in the subclavian vein (index procedure target lesion). Palpable thrill was noted post-procedure. Patient recovered.